Manufacturer narrative:
The date of the incident is estimated and, the date of awareness has been used. An example safepico from the same lot was forwarded by the customer, but not the used safepico.

Event description:
Radiometer reference number: (B)(4). According to the complaint, the customer reported a needlestick injury after the safety slide of the arterial blood sampler safepico (lot number za51) failed to engage.